Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support (cts), the malfunction alarm was cleared. Subsequently, multiple cartridge change error messages occurred with multiple cartridges during the loading process. During troubleshooting, an o-ring was found from a previous cartridge on the pneumatic tap resulting in the cartridge not entirely fitting on the pump. Customer's blood glucose level was 168 mg/dl. Reportedly, the customer had manual injections for insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction issue was verified and the alleged cartridge change error issue could not be verified. The alleged cart: damaged and cart: does not fit could not be verified as the cartridge was not returned. Additionally, a different issue was identified.